Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past several weeks. She noted that the buttons feel flat and do not click as expected. The pt denied that the pump has been exposed to water; denied physical damage to the rubber keypad; and stated that she wears the pump in her bra.